Manufacturer narrative:
The device used during the procedure was returned along with 5 unused devices. The eval (both visual and functional) of the returned units shows no defect from the device that could contribute to the perforation of the uterus during insertion. The IFU clearly alerts the user of potential perforation of the uterus with this device when excessive force is used during the procedure. IFU excerpt: "warning: excessive force in manipulation may result in uterine perforation or may cause the product to bend or break, resulting in uterine or vaginal trauma. Warning: neglecting to securely attach or lock the handle at the correct sounded depth may result in uterine trauma during manipulation".

Event description:
On insertion of the product, the uterus was perforated. This happens on 3 different occasions involving 2 different operators.